Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received two alert 38 notifications indicating consecutive stalled motor drug delivery, after which a dry run without a cartridge produced no alert and a full supply change was completed; the user also reported a blood glucose of 333 mg/dl about an hour after breakfast and did not use backup therapy or perform ketone testing, with no medical intervention required. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with a motor stall was identified, although the dry run and subsequent operation did not reproduce the alert. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.